Event description:
Nurse placed 18 gauge needle onto syringe and was preparing to draw up medication for injection. When plunger was withdrawn to break seal, a pop was heard and a piece of metal that appears to have come from the inner bore of the needle was seen in the syringe.